Manufacturer narrative:
Unit received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime and system sensor test, excessive no delivery test and displacement test. Unit received with cracked case at display window corners, reservoir tube lip and battery tube threads and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has a crack at the display screen and was hospitalized for high blood glucose of 600 mg/dl. Blood glucose before hospitalization was 114 mg/dl and rose to 500 mg/dl but would not go down. Troubleshooting was done for damage to the pump and customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.